Event description:
Reporter stated that patient had four infusion set tubings break. The breaks were found after an insulin smell was noticed. Reporter stated that infusion sets appeared ok when they were removed from package. Reporter did not indicate whether patient's blood glucose level was affected by these events.